Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the user informed the technical support engineer (tse) that cautery was not working due to an integrated electrosurgical unit (iesu) or erbe error c-34. The user noted an erbe message indicating that activation was interrupted due to the error. System logs showed errors c-34, m-11, and m-18. Before contacting tse, the user attempted power cycling the erbe and replacing the energy cords, but these actions did not resolve the issue. Upon rebooting, the erbe powered back on with error c-00. The user planned to search for a covidien force triad generator and activation cable and would call back if further assistance was needed. Procedure outcome is unknown at the time of the report. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was confirmed. A review of the logs found error confirming the issue occurred in the field. Upon visual inspection, fa found no issues related to the reported event. The unit was placed on a well-known system displayed error c-34 on start-up. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.